Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, the hold down screw from the liquid crystal display (lcd) was shorting on the main printed circuit (pc) board. It was also noted that the main pc board and lcd were out of specification, the lower case was broken, two side bail covers were broken, the battery release was contaminated, the battery contacts were compressed, the ring was bent and the keyboard pad was cosmetically scratched.

Event description:
It was reported the device will intermittently start pacing when turned on. No patient involvement or complications were reported.